Event description:
Boston scientific crm received information that the patient implanted with this implantable cardioverter defibrillator (ICD) noted hearing beeping thought to be from the device. The device was interrogated and found to be at elective replacement indicator (eri). There were no allegations against the device and no adverse patient effects. The device was later explanted and returned for analysis. Routine initial device testing indicated that detailed analysis was required.

Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.